Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with a inflatable penile prosthesis due to infection. No additional patient complications were reported in relation to this event.